Event description:
It was reported that the pacing/sensing portion of this right ventricular lead was surgically abandoned due to insulation damage being noticed during a normal device replacement procedure. Another lead was successfully implanted instead. The patient remained hospitalized. No further adverse effects were reported.